Event description:
Please note the 5 cases being reported concurrently by our facility have the d'vinci robot as a commonality; we are not implying that it is the cause. Our facility has two d'vinci robots. We are uncertain which of the two was used in this case. On (B)(6) 2013, pt underwent a d'vinci combined total hysterectomy, salpingo-oophorectomy and node dissection. Pt also had a liver biopsy. By (B)(6) 2013, pt in septic shock with multi-organ failure. Her draining abdominal wound cultured candida, cn staph, anaerobes and diphtheroids. She had a staph. Positive blood culture. Source of sepsis not clear. Pt was on multiple gtts to support her hemodynamics and multiple antibiotics. Pt expired in ICU on (B)(6) 2013.